Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Further patient information is unknown. It was reported the patient ((B)(6)) could no longer feel stimulation. The patient was implanted with two leads. An impedance check showed invalid impedances on all contacts. An sjm (B)(4) representative attempted reprogramming but was unable to provide resolution. As a result, the patient underwent surgical intervention to have one of the leads explanted.

Event description:
Follow-up revealed the patient's lead was replaced with a different model. Effective therapy has been restored.

Manufacturer narrative:
Results code: the complaint was confirmed for no stimulation. As received, the lead body had a kink with all wires broken. The kink was consistent with an overstress condition the lead was subjected while in the patient. Continuity testing was performed on the cut lead extremities. The lead extremities passed continuity testing. Resistance measurements were not performed due to the lead being cut. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.